Manufacturer narrative:
Summary of evaluation: evaluation results indicate the event is attributed to impaction of the locking knob. The locking knob is not intended for impaction. Corrective action has been implemented to prevent breakage of the device in cases where the locking knob is impacted.

Event description:
The broach handle broke during use. There was no adverse consequence for the pt or delay in surgery or anesthesia time.